Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that multiple intermittent minimum fill notifications occurred after the user filled the cartridge with 120 units of insulin during the load sequence. Reportedly, the customer loaded cold insulin into the cartridge. Customer¿s blood glucose level was 70-400 mg/dl. Customer continued to use the pump for insulin therapy until replacement arrived.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified (alarm 21).